Event description:
Surgeon reported through a published article that after implantation of the intraocular lens (iol) the iol was noted to be "semi-opaque." The iol was removed through an enlarged incision. It was reported that the iol became clear after it had been removed. The surgeon states that the iol had not been heated according to the MFR's recommendations.